Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the synflate vertebral balloon med was received in two pieces, the device was cut to be able to disassemble it from the working sleeve. There are signs of dried blood along the inner walls of the shaft and inside the balloon. However, there are no signs within the device such as scratches or tearing that could indicate a mating issue with the working sleeve, hence the complaint condition cannot be confirmed. The protection sleeve was not returned. While no root cause can be determined for the reported issue, the damaged condition of the balloon is most likely due to the process of trying to extract the device, indicating excessive forces were used. A dimensional inspection for the synflate vertebral balloon med was unable to be performed due to post manufacturing damage. A functional test was unable to be performed as the mating working sleeve was not returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the synflate vertebral balloon med would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: ndc-02-122954_confluent rev. D (current and manufactured) part: 03.804.701s; synthes lot: 82258169; supplier lot:82258169; release to warehouse date: oct 11, 2022; supplier: (B)(4); no non conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: hrx d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that during a percutaneous vertebroplasty (l1) on (B)(6) 2023, after inflation and deflation of the balloons, the surgeon tried to remove them, but he couldn't. The left balloon was removed after a few hard tugs, but the right balloon could not be removed. The surgeon attempted several ways, like removing the stiffening wire, re-inflation of the balloon, etc., but the balloon could not be removed. Eventually, the surgeon removed the right balloon with the entire working sleeve. After that, outside the patient¿s body, the surgeon attempted to remove the right balloon from the working sleeve, but the tip of the balloon was caught by it and could not be removed. Therefore, the balloon was finally cut. The surgery was completed successfully with a 30-minute delay. After the surgery, it was found that the blue portion of the tip of the right balloon was sunken into the balloon. It seemed that the outer balloon diameter exceeded the inner diameter of the working sleeve. The patient outcome was reported to be stable. This report involves one synflate balloon/medium- sterile. This is report 1 of 1 for (B)(4).